Event description:
Customer reported a set leaked during an infusion of chemo in the outpatient infusion center. Leak was noted in the pumping segment. Chemo spill was cleaned per protocol. No pt or user harm and no medical intervention reported. Set has been discarded. Customer states no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer report of set leaked at silicone segment could not be confirmed to the product was not returned for failure investigation. The root cause of this failure could not be identified.